Manufacturer narrative:
Updated fields: d4, d9, d10, g3, g6, h2, h3, h4, h6, h10. The customer was unable to specify which device was involved in the incident, and as a result, returned a total of 7 devices for evaluation (5 are a1059 skull clamps and 2 are a3059 modified skull clamps): device history record (DHR) of all 7 returned devices - the dhrs were reviewed and shows no abnormalities related to the reported failure. Failure analysis - with respect to the returned units, they all passed the specific functional testing requirements. When units are properly positioned and put under pressure, none of these units would not have slipped. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause for reported complaint is improper position of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient was in pins in supine position and the mayfield skull clamp (a1059) at 60 lbs. Of pressure. When the patient was rotated to prone position, they immediately lost 20 lbs. Of pressure, and the patient sustained massive lacerations on her skull and slipped so hard that she broke her nose. The facility did not set the skull clamp involved in this incident aside; instead, they power washed it and put it back into the fleet rotation. Consequently, they have indicated that they will return all of their seven skull clamps for evaluation. There was unspecified delay in surgery reported. Additional information has been requested.